Event description:
It was reported that the handpiece began overheating during a wrist fracture surgery. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor stuck in the motor due to corrosion. The motor, rotor, and driver were replaced along with other components. Service repaired and returned the device to the customer.